Manufacturer narrative:
This report will be updated once an investigation is completed.

Event description:
Allegedly, patient revised due to broken neck. Components not revised: conserve plus spike cup 38sp4450 lot 098673577, conserve total head 38014400 lot 117496650.